Manufacturer narrative:
Mindray service representatives replaced the units mpm module and checked to factory specifications.

Event description:
Customer reported a dpm 6 monitor was not functioning which may have resulted in a loss of primary monitoring. No pt injury was reported.